Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation of the reported event and determined that the reported device issue may have contributed to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported when responding to a motor vehicle accident, they found the patient unresponsive and in cardiac arrest upon arrival. The customer indicated that one they connected their device to the patient and powered it on, the device prompted "call for help now" and then powered itself off. When the als crew ((B)(6)) arrived on scene (approximately 11 minutes after the initial call), they connected their physio-control monitor/defibrillator to the patient and administered one defibrillation shock. Post shock, the patient's ECG rhythm converted to asystole. The als crew's report indicates that the patient's rhythm was in ventricular fibrillation (v-fib) prior to the defibrillator shock. The patient did not survive the event. The customer was unaware of the delay between their device losing power and the time that the als crew arrived on scene and took over patient care. The customer's initial response time is unknown.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue. The cause of the reported issue was determined to be due to a significant amount of corrosion on the charge-pak and switch flex assembly connector, designator p201. During the evaluation, it was observed to be some type of corrosive contaminant deposited on the charge-pak connector contacts. The corrosion caused connector contacts #3 (¿batt mem¿), #4 (¿+batt3¿) and #5 (¿+batt2¿) to be shorted to each other. The shorted charge-pak connector contacts caused the internal hlc battery cell #bt3 to become completely depleted and measured approximately 0.1 vdc. (Should be > 3.0 vdc). The depleted hlc battery led to the reported loss of power.